Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the r2p device involved sheath broke at the hub when it was inserted into the patient's radial artery. The sheath had to be removed from the patient's arm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. The procedure outcome was good. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One r2p destination slender was returned for product evaluation. The returned sample included the sheath. The returned sample was subjected to visual analysis. There was a dilator with a guidewire with the complaint sample. The complaint sample came in two pieces. The breakage was right at the end of the hub. The first piece (sheath shaft piece) was measured to be 118.7cm long. There was a pinch 2.6cm - 3.1cm from the breakage point. Approximately 0.5cm from the breakage point of the piece had no coil. The second piece had a length of coil sticking out from it. The coil on the second piece was removed to confirm the presence of the swage band. The swage band was found in the sheath hub. The complaint can be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is the sheath was manipulated in the face of resistance. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).